Event description:
Boston scientific received information that this device, which was included in the low voltage capacitor 2014 product advisory, was displaying a fault code for this advisory. Device memory was saved to a disk for further review. Upon evaluation, the fault code was confirmed. The data indicated with a very high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for 28 days' time. Analysis recommended that the device should be replaced. The device remains implanted at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.